Event description:
It was reported that the procedure was converted to open procedure.

Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation report , the reported failure ¿insufflator shut down, asking us to reconnect the tubing¿ was not confirmed. According to wom: visual inspection the device was received on jan 17, 2025 for evaluation. There are no signs of transport damage. The thread of the gas connection adapter was damaged causing a leak on the gas inlet. Functional inspection: functional inspection indicated the returned device passed all criteria. This included a flow and pressure test with a result of pass. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Expanded investigation activities: 12h test was conducted without any failures to the device. The device was also opened and all related contacts were checked and found to be okay. Investigation conclusion: the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog#0620050010 rev y, sn (B)(6) is working according to specification. Probable root cause: the reported event could be not confirmed. There are no indications of a manufacturing issue. The event description is poor and general. Despite our follow-up attempts, no further information was received. There is only a "connect tube set" message, which is shown if there is no tube set connected (latching mechanism of tube set not engaged) and the insufflation is stopped. If the latching mechanism is not engaged during insufflation, either by accident or mechanical force the insufflation will stop and the "connect tube set" message will be shown. If the tube set is reconnected, insufflation can be continued by pushing the start button. With this limited information the most probable root cause could not be determined. It could be a device-independent is-sue or an actual malfunction. There was no report about a collapse of the pneumo with a potential danger of instrument to injure the patient. However, the conversion to open procedure would not lead to temporary or permanent serious deterioration of health. There is no serious injury reported. If, contrary to expectations, further information is still provided or the device is sent in for evaluation in the future, the reporting decision will be reassessed based on the investigation report. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was converted to open procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.